Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.no excessive no delivery alarm noted. Pump primed properly. Pump received with cracked case at the display window corner, broken reservoir tube lip and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 016 with a blood glucose level of 272 mg/dl. The caller was off the insulin pump for two hours. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they experienced no delivery alarms and had tried all remedies to resolve the issues, but with no success. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.